Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The pt had a discrete lesion in the mid diagnonal of the left anterior descending artery which was approximately 60-70% occluded. At the start of the case the angiography performed showed the appearance of a spontaneous arterial dissection. The physician believes the plaque had obviously ruptured. The lesion was pre dilated with a 2.5 x 21 mm maverick 2 balloon. The anatomy was described as "curvy." The physician deployed a 2.5 x 16 mm taxus express2 drug eluting stent into the artery. Another 2.75 x 32 taxus express2 stent was placed at the bottom of the artery which met resistance upon withdrawal. The physician forcefully pulled on the balloon. During the tugging the guide catheter advanced forward down the artery. Angiography images showed the artery looked intact. A 3.0 x 16 mm taxus express2 stent was then placed proximal to the previous stent. The pt was sent back to the unit. Three hours later the pt experienced severe chest pain and an st elevation. The pt was rushed back to the cath lab where angiography was performed again. The pictures showed the artery had dissected. The physician then used another three taxus express2 stents (unknown sizes) to tack up the whole artery. The pt left the unit in stable condition and is reported to have had no problems since.